Event description:
It was reported that a malfunction alarm with code malf 9 occurred, however, the customer did not reset the pump as they were not near the charging pad at the time of the call. There was no adverse impact on the customer¿s blood glucose level. The customer was advised to follow up to reset the malfunction code once they had access to the charging pad. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.